Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. The ok keypad button was intermittently unresponsive during testing; all other keypad buttons responded to presses appropriately. During investigation, evidence of adhesive was found under all keypad contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment.

Event description:
It was reported that the ok and up arrow keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.